Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had the implantable neurostimulator (ins) re-implanted on (B)(6) 2016. The reason for the revision was because her fat in the hips had redistributed and the ins was lying right under the skin. Gradually it was getting closer and closer to the surface of the skin. The patient noticed this issue started in 2014. Every time she sat down on a chair or leaned backwards or every time she turned around, it would bruise the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.